Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been received by manufacturer as of the submission date of this report. This report is for one unknown radial stem implant. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown radial stem implant had loosened postoperatively. There was no allegation of complaint regarding the associated radial head implant. This report is for one unknown radial stem implant. This report is 1 of 1 for (B)(4).